Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, at the start of the diagnostic coronary procedure, an issue happened. The procedure was canceled and rescheduled for a later date. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Upon troubleshooting, fse examined the system log files and found many generator errors:¿ resonance frequency too high¿/¿ gate driver fault¿/ ¿tube current out of range¿/¿ tube arcing detected¿. Fse found that the issue was with a defective power inverter (point) and x-ray tube. To resolve the issue, fse replaced the power inverter and x-ray tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the x-ray tube was found to be an insulation problem between filament and cathode head (small filament short circuit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.